Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 195 mg/dl. The troubleshooting was performed. The customer's blood glucose level was 195 mg/dl. The customer is using a alkaline aaa energize in her insulin pump. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery on the insulin pump. The patient was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol and checked to make sure that the battery is inserted correctly. The customer stated that the display did not return. The patient was advised that the insulin will need to be replaced. The customer to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specific range. No blank display noted. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.